Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was not getting any insulin and was taken to the emergency room to get supplies. Customer was also having a button error alarm on the insulin pump. Customer's blood glucose was over 400 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose was 611 mg/dl when she was admitted to the hospital on 06/10/16. Customer was treated and had already taken the pump off at the time of the hospitalization. Customer was off the pump for 2.5 hours prior to the hospitalization.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. Unable to perform the occlusion test due to the motor error alarm. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response and a button error alarm due to moisture damage on the keypad traces. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.